Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the guidewire was observed with the distal tip detached. Dimensional inspection of the wire that could be measured were performed and were within specification.

Event description:
It was reported that the device broke. A 180x25cm fathom -16 guidewire was selected for use. During case set up, the guidewire was removed from the hoop but did not feel smooth. Subsequently, a break could be seen in the wire upon inspection. The product was then removed from sterile field and the procedure was completed with another of the same device. There was no impact on patient health.